Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Reliability laboratory technician;(B)(4) no complaint was received with returned of the device. Failure (event) observed during analysis. Analysis found inside-out insulation abrasions at 9.1cm to 10.3cm and 7cm to 9.4cm from the helix tip. The ring cables and rv cables were not abraded in these areas.

Event description:
This report is to advise of an event observed during analysis.